Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during the initial drain of peritoneal dialysis therapy. The patient stated "water is coming out of the cassette door". Renal therapy services (rts) assisted on ending therapy. The patient would start over with new supplies. Rts advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.